Event description:
A group of (B)(6) results was obtained on qc and patient samples. The results were reported to the physician. The results were eventually questioned and it was determined that incorrect calibrator bottle values had been in use on a day in which 10 patient results had been reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the (B)(6) results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is user error. The account failed to input the correct calibrator bottle values for the lot of (B)(6) reagent. The (B)(6) results were caused by using incorrect calibrator bottle values and the issue was resolved by entering correct calibrator bottle values, recalibration, and verifying with qc. The hb1c flex(r) reagent cartridge instructions for use contains the information: "each kit lot contains matched sets of hb1c flex(r) reagent cartridges and calibrators. These components are not interchangeable between kits with other lot numbers." The instrument is performing within specifications. No further evaluation of the device is required.